Event description:
It was reported that the insulin pump is not working. Customer woke up to a high pitched noise. The display has a dark circle and frozen screen. The time display is frozen. Three days ago the insulin pump automatically turned off and reset the time; it was working fine. The customer noticed an alarm code. The insulin pump is not responding to button presses. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. No high pitch noise, frozen screen, display anomaly, unexpected restart or alarm noted during the testing. Unable to test for alarm due to no button response. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.